Manufacturer narrative:
(B)(4). Date sent: 8/29/2023 batch # unk additional information was requested and the following was obtained: " the account stated that before the backorder of the er420s there were no issues. When new product was received, it was noticed that scissored clips became an issue. After the issues started, account pulled entire inventory of er420s from use. They stated that their technique has not changed and do not believe, for the er420s, that it is user error. Scissored clips were visualized during the procedure and there were no adverse patient consequences." Investigation summary no device returned only a plastic bag with two scissored clips the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned clips. Visual analysis of the returned sample determined that only two scissored clips from the er420 device were returned inside a plastic bag. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that during a colonoscopy, the device crossed over each other. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.